Event description:
Imp ref #(B)(4).

Manufacturer narrative:
Document review: amistem h cementless stem size 1 lat: ref. 01.18.141 / lot 134597 ( (B)(4) devices produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) items belonging to this lot have been already sold without any other similar issue. From the data collected, there are no evidences that the event is device related.